Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer reported blood glucose value of 463 mg/dl and sensor glucose value was 263 mg/dl at the time of incident. Hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-7040a,mmt-1884,mmt-441ag,mmt-342. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. There was a high/low bg event contributing to differences between sensor glucose and blood glucose levels. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 200 mg/dl is beyond acceptable range. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-7040a,mmt-1884,mmt-441ag,mmt-342 were not expected to return.